Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient continued to have accidents at night. Patient stated if she coughed or laughed, she tinkled. Patient reported she was not sure which program she should be on or if she should have higher numbers. Patient stated she had tried all 4 programs and had turned 2 of them up to the point where she got shocked. Patient clarified the shocking statement and stated she turned it up until it got too high and was uncomfortable. Patient stated she felt a pulling sensation and it hurt a little bit so she backed the stim back down. Patient was redirected back to her healthcare professional (hcp) to discuss possible program changes. It was reviewed with the patient she could go back to the programs where she still has room to increase stim. Patient was advised that if increase in stim would not help or becomes uncomfortable, patient would want to discuss next steps with hcp. Patient was also recommended to use a voiding diary. On (B)(6) 2017 additional information reported that circumstances leading to having accident, tingling and pulling sensation were that patient was drinking soda, coffee all day up to the evening and could not get the right number on their stimulator. The steps taken to resolve the issue were to stop drinking beverages after a certain time of the night, adjusted number on stimulator to 5.0 which was finally the right number. On (B)(6) 2017, additional information was received from a the patient it was reported that the patient was having trouble at night and it took a couple months, but she found the right number and for months now, she has been perfect. The patient confirmed that she has the device for incontinence. The patient reported that recently she had a sudden change of having trouble at night again. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had to change the numbers because of the accidents in the night. The patient then increased the number a little higher and that helped the problem and it has been okay since then. Therefore, adjusting the numbers resolved the sudden change.